Event description:
Customer reported an issue of experiencing high blood glucose levels, though specific values were not provided. Cause was not known. Customer administered a correction bolus via pump, drank water, and agreed to a supplies/system check as advised by technical support, but declined further troubleshooting and was satisfied with the assistance received.